Event description:
It was reported that on or about (B)(6) 2010, the plaintiff was implanted with a monarc sling. The device was implanted with the intention of treating the plaintiff's stress urinary incontinence and bladder prolapse condition. The plaintiff immediately suffered and continues to suffer from severe pain, pain during urination, and is unable to have sexual intercourse. On or about (B)(6) 2012, the plaintiff learned the monarc device failed as she was diagnosed with a grade 3 bladder prolapse. The plaintiff has experienced significant physical, psychological and emotional pain and suffering, and has sustained permanent and debilitating injuries. The plaintiff has suffered and continues to suffer from chronic and debilitating pain, as well as psychological stress and depression. The plaintiff has undergone other forms of care and medical treatments. No additional complications have been reported.

Manufacturer narrative:
Note the reported serial number of (B)(4) is believed to actually be serial (B)(4). All corresponding device info is for serial # (B)(4). Should additional inf become available regarding this event it will be re-evaluated and a follow-up report will be sent. (B)(4).